Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10089. The patient received the scs system on (B)(6) 2011. It was reported during the procedure , the physician used a surgical lead blank, but determined a smaller lead was needed due to the size of the patient's epidural space. Neurological monitoring identified changes during the procedure. The physician removed the lead blank, waited for the neurological signals to improve, then completed the procedure using a smaller, percutaneous lead. The patient reported weakness in her right leg immediately following the procedure. The patient remained in the hospital under observation. The physician reported some improvement, but felt it was inconsistent and elected to remove the entire scs system. Follow up information revealed the patient is currently receiving physical therapy and is able to ambulate using a walker. The patient reported that her symptoms continue to improve.

Manufacturer narrative:
Results: as received, a visual inspection of the returned lead found it had been cut into two segments during the explant procedure. The cut was located at 50.5cm from the proximal end of the lead. Electrical testing of the lead segments found the electrical connections between the cut ends and the proximal and distal tips were intact. Testing alone cannot confirm patient's neurological deficit issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.